Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The following incident has been reported on behalf of hospital santiago apostol, spain: the device didn't zero calibrate. The surgeon changed the monitor and transducer, but still couldn't get a zero reading. The device was replaced and the replacement catheter functioned properly. The device is available for return and evaluation.